Manufacturer narrative:
(B)(4).

Event description:
Procedure type: umbilical hernia repair. According to the reporter, the outer ring of the mesh was broken, preventing the ventral patch to unfold correctly after insertion into the defect. The patient was reported to be stable and no injury was sustained as a result of the device defect. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. A new ventral patch was used to complete the case.

Manufacturer narrative:
(B)(4). Evaluation summary - no product and no photograph were provided for evaluation. Without the sample, a detailed investigation could not be performed. A review of the device history records has been performed. (B)(4) units were released on 09/11/2013. Overall, this review confirmed that this lot of products was released meeting all quality specifications. A review of complaint data has shown no increased trend.